Event description:
The nurse said when she was removing the wire she noticed the end had frayed. She stated that there was no resistance (so the wire didn't catch on the needle or anything). A part literally uncoiled and broke off, we were able to remove it from the pt's arm (it was sticking out of the insertion site).

Manufacturer narrative:
This complaint of the end of the wire frayed is confirmed. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows the outer coiled wire to be stretched and severely elongated. The center core wire has severed from its distal weld tip. The guidewire has fractured due to excessive tensile stresses. No MFR defects were noted on the wire or the catheter. At this time the mechanism of damage is undetermined. The product IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of revi0584 showed no other similar product complaint(s) from this lot number.